Event description:
Customer called to report the pump had an error alarm that would not clear from the display. Customer was advised to remove batteries, rest pump and reinsert battteries to clear. New batteries were installed and device worked properly. Customer was uncomfortable with this unit and was instructed to return device to the manufacturer.